Event description:
A customer reported that the results obtained from multiple patient samples run on a vitros 5600 integrated system were associated with the incorrect patient name and the incorrect assays were processed. Mis-associated results may lead to inappropriate physician action. The discrepancy was identified and no mis-associated results were reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that incorrect tests were run on multiple patient samples and the results obtained were mis-associated with the unintended patient names. The event in question occurred when using a vitros 5600 integrated system. The csc determined that the cause of the event was most likely improper sid reuse. The csc referred the customer to the relevant sections of the vitros instrument user guides which describe how to properly manage sid¿s that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the same sid on a different sample without completion of the original request or deletion of the pending testing will cause the original information to be carried forward. In addition, the csc assisted the customer in configuring the sid auto deletion feature on the vitros instruments, where applicable, to help prevent reoccurrence of the issue. The investigation determined that the assignable cause of the event was user error due to improper sid reuse. The vitros instrument did not malfunction.